Manufacturer narrative:
A strong magnet was used to adjust the valve. It remains implanted, and is unavailable for return. Therefore an evaluation of the device performance is not possible. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was stuck at pressure level 2.5.